Manufacturer narrative:
The device was returned within the loop coil. The retrieval sheath was not returned. The floppy tip was stretched where it formed coil. A 2mm piece of metal was seen sticking out on the floppy tip. The filter was not sheathed within the delivery sheath. The most distal section had a wrinkled appearance. Wire segment was exposed from the delivery sheath from 12cm to 34.5cm from the distal tip. At 90.5cm the delivery sheath was engaged. A kink was noticed at 115cm on the delivery sheath. Kinks were also noted on the protection wire at 108cm, 115.5cm, 160cm, 176cm, 202cm, 221.5cm, and 267cm. After disinfecting the product, further investigation was performed. All protection wire and delivery sheath damage noted during initial investigation was confirmed, as well as exposed wire segment. The 2mm piece of metal seen in initial investigation was confirmed to be the protection wire. The floppy wire was unusually wavy and was coiled up. When length of floppy tip was measured was ~45 cm in length (floppy tip is ~30 cm in length in an un-stretched state). Particulate was found in the filter bag, indicating that the device was introduced into the anatomy. While attempting to perform sheathing and unsheathing test, the proximal stop slid freely over the protection wire. To determine whether the proximal stop was disbonded, prior to disinfecting the protection wire was examined - there was evidence of weld marks on the protection wire, indicating that the proximal stop was bonded. In addition, the initial product assessment, prior to the filter, was the delivery sheath wrinkled up and the filer could not be retracted/sheathed into the delivery sheath. This is the same gray section, of the delivery sheath where wrinkled were noted during initial assessment prior to disinfection and attempting to sheath and unsheath device. The device history record (DHR) review confirms that this device met all materials, assembly, and performance specifications. The complaint will be classified as anticipated procedural complications as the filter was successfully deployed outside of the pt, but excessive force may have been used in deploying the filter (inside the pt) due to procedural complications.

Event description:
This complaint is now reportable based on the analysis completed in early 2009. It was reported that during a carotid angioplasty procedure, the filterwire did not open. The physician removed the filterwire, "fixed" the tip, and attempted to deploy the device again successfully. The physician reported that following the procedure the pt's voice was "raspy". The pt was reported to be stable post procedure. It was also reported that the pt was intubated post procedure, but the reason is unk. Analysis of the returned device revealed that core wire was exposed.